Manufacturer narrative:
The used company cartridge complaint sample was not returned. Two company cartridge samples used by the facility to test handpieces were returned. The first non-complaint sample had inadequate ophthalmic viscosurgical device (ovd). It is unknown how many times the plunger was cycled in the cartridge. This cartridge exhibited extensive damage. Numerous scratches were observed on the outside of the cartridge. Damage was observed to the inner roof and the inner bottom of the cartridge. A large scrape mark was observed from the loading area though the tip. The tip also had heavy stress. The second non-complaint sample had no ovd. It is unknown how many times the plunger was cycled in the cartridge. This cartridge exhibited extensive damage. Numerous scratches were observed on the outside of the cartridge. Damage was observed to the inner roof and the inner bottom of the cartridge. A large scrape mark was observed from the loading area though the tip. The tip also had heavy stress and an aneurysm on the bottom. These cartridges cannot be used to make a determination for this file. Two potential lot numbers were provided. Product history records were reviewed for both lots and documentation indicated the product met release criteria. A qualified lens model/diopter and handpiece were indicated with a non-qualified viscoelastic. The used company iii (d) cartridge complaint sample was not returned. Two company iii (d) cartridges used by the facility to test handpieces were returned. It is unknown how many times the plunger was cycled in the cartridges. This caused extensive damage to the interior of the cartridges. These cartridges cannot be used to make a determination for this file. The root cause for the reported lens damage may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. The IFU instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery a scratch was found on the optical surface of the intraocular lens (iol) after it was implanted. There was no visual loss and no patient harm. The lens remains implanted in patient's eye. The incision size for surgery was 2.4mm. According to the reporter the facility has found numerous scratches on the optical surfaces (six in two days). There are six medical device reports associated with this report. This is 6 of 6.